Event description:
The customer reported that they have some medications that are infused as intermittent medications with a variable rate based on the patient's response. For example, ivig infusions, they dispense a known patient specific volume. If the patient reacts at any step, the infusion rate is not increased any further. Staff has reported that when they expect the bag to be empty (based on the known volume and all of the infusion rates), there is still fluid left in the bag. No patient harm or medical intervention was reported. Customer stated no additional patient or event details were available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of fluid remaining when an infusion completes. The customer stated that product would not be returned. The root cause of the customer's experience is unknown.